Manufacturer narrative:
After extensive testing, physio-control was unable to duplicate the reported issue. As a precaution, physio replaced the therapy connector assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device failed to defibrillate when prompted during a recent patient event. Medical personnel advised the facility's biomedical engineer that the device had charged up properly but would not shock when prompted. A backup device was obtained by medical personnel and used to continue patient care. According to the reporter, it took approximately 2 minutes to obtain the backup device. The biomedical engineer also advised that medical personnel used therapy electrodes (brand unknown) via a quik-combo therapy cable during the patient event. The same electrodes were used on both the initial device and the backup device. The electrodes were not examined after the patient event and were disposed of by the customer. The patient, a female (age unknown), survived the event. No further details about the patient, or the event, were provided.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but has been unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.